Event description:
It was reported that the pt experienced an mi during the procedure. The pt also experienced a retroperitoneal bleed.

Event description:
Additional information reported in 2005 revealed that the acculink stent was not implanted in the patient. It was reported that the acculink stent was unable to target anatomy due to the patient's extremely tortuous anatomy and amount of stenosis.